Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported that the arterial line was placed about a third of the way in the pt when resistance was met as the swg was being advanced. When attempting to remove the swg, the white flex portion of the catheter ripped off and remained in the pt. A vascular surgeon was needed to remove the piece of the arterial line left in the pt. The event occurred in the operating room and the insertion site was the right radial artery. It is unk if there was another attempt at the procedure. There was a delay in treatment, but it is unk if harm was caused to the pt. Death did not occur.